Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. It was concluded that the device cannot be repaired. The device is returned to the customer unrepaired per their request.

Event description:
The customer contacted stryker to report their device was stuck on a black screen. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device was stuck on a black screen. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Further investigation was able to verify the reported issue. The cause of the reported issue could not be determined.

Manufacturer narrative:
Section a1 of initial medwatch report indicates: none. Section a1 of initial medwatch report should indicate: blank. Section b4 of initial medwatch report indicates: there was no patient involvement reported with the event. Section b4 of initial medwatch report should indicate: this issue is patient related; however there was no adverse event reported. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device was stuck on a black screen. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.